Event description:
Binaxnow covid test kit supplied by federal government did not contain test solution liquid. All other parts in sealed package were present. Bar code number on box exterior reads 1187701140. Reg 195-160, 2023-07-24. Lot no: 207761.